Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ mini pen needle was broken and missing after injection, but patient was not sure if the needle was broken at injection since patient did not have pain or discomfort. Patient visited medical doctor and had an x-ray, but did not get the results at that time. Medical doctor stated that the needle would be removed with surgery if it found on x-ray. Patient followed up with medical doctor. The following information was provided by the initial reporter: ¿consumer reported needle break off during injection, stated that she noticed the needle missing after injection. Not sure if needle broke off into the injection site or if needle fell on the floor, no pain or discomfort. Consumer went to the doctor and had x-rays done but did not get the results yet. Doctor stated that they would remove the needle with surgery if found on the x-ray. Consumer is new to using pen needles, started using approx. 6 months ago, problem occurred about one week ago. Consumer does not re-use and does not prime needle. Lot # 8227632, product # 320119, exp 08-31-2023. Consumer will follow up with doctor and call us with any updates. Sending mail kit and product voucher.¿

Manufacturer narrative:
Investigation summary: customer returned (1) 31g, 5mm bd pen needle without the tear drop label attached (used). Consumer reported needle break off during injection, stated that she noticed the needle missing after injection. The returned pen needle was examined and exhibited a broken patient end cannula. Further examination using a microscope revealed a deep indentation in the epoxy and hub area, possibly caused by the cannula during the manufacturing process, which could lead to patient end cannula breakage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken cannula patient end). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above no CAPA is required at this time. Potential root cause: manufacturing process the presence of the deep indentation displayed in the epoxy and plastic hub area, created by the cannula shaft attests to the severe bending that possibly occurred during manufacturing process.

Event description:
It was reported that a bd ultra-fine¿ mini pen needle was broken and missing after injection, but patient was not sure if the needle was broken at injection since patient did not have pain or discomfort. Patient visited medical doctor and had an x-ray, but did not get the results at that time. Medical doctor stated that the needle would be removed with surgery if it found on x-ray. Patient followed up with medical doctor. The following information was provided by the initial reporter: ¿ consumer reported needle break off during injection, stated that she noticed the needle missing after injection. Not sure if needle broke off into the injection site or if needle fell on the floor, no pain or discomfort. Consumer went to the doctor and had x-rays done but did not get the results yet. Doctor stated that they would remove the needle with surgery if found on the x-ray. Consumer is new to using pen needles, started using approx. 6 months ago, problem occurred about one week ago. Consumer does not re-use and does not prime needle. Lot # 8227632, product # 320119, exp 08-31-2023. Consumer will follow up with doctor and call us with any updates. Sending mail kit and product voucher.¿